Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while following medical orders to equip the patient with a non-invasive ventilator, the nurse noticed that the ventilator displayed an ovp circuit failed error 1127 message which occurred before therapy and required a swap. The ventilator was promptly replaced. There was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. Per a good faith effort (gfe) response received, no repairs were completed by the manufacturer's product support engineer (pse) as the customer declined service and repair. Therefore, it could not be determined if it failed to meet specifications. A multi-vendor/clinical engineering department handled the service call or incident. It was confirmed that after the motor control board was repaired, the equipment resumed normal use. No further information was obtained.